Event description:
It was reported that successful dilatation was performed using a 7x40x80 armada 35 balloon dilatation catheter in a heavily calcified lesion in the external iliac artery. The armada balloon was completely deflated without issue, however, during withdrawal of the armada, resistance was felt between the armada and a non-abbott guiding catheter. The armada and guiding catheter were withdrawn as a single unit, and it was noted that the armada balloon tip appeared to be deformed. There were no patient effects and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.